Event description:
During index procedure, 2 endeavor sprint drug eluting stents implanted to the lad. Approximately 22 months post index procedure, the patient suffered a mi. Investigator indicated that the reported event was unlikely related to the study device.

Manufacturer narrative:
Evaluation, results, conclusions: inherent risk of procedure ¿ (myocardial infarction). (B)(4).